Event description:
MFR received a report alleging that a pt had been injured while using a recliner, when their leg came into contact with a piece of plastic on the chair. As a result the pt received a cut to their leg that required sutures.